Event description:
It was reported that the customer's insulin pump had a crack on the display screen. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The customer did not know how the damage occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with cracked case on display window corner, cracked battery tube threads, cracked reservoir tube lip, belt clip slot and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).